Manufacturer narrative:
Date sent: 09/28/2007. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the green cable and damaged encoder to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported they are returning their unit for service. Description of failure: error code l3009, green cable error and probe damage. No further information is available. No reported patient consequence.